Event description:
It was reported that cgm displayed malfunction alarm identified as error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided pump reset process, caller followed steps, and cgm malfunction alarm did not appear again after reset.